Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ft530b - vario appl.forceps slim std.ti 90/220mm. According to the complaint description, the clip gripping force is defect. During surgery, the clip was opened to try to attach it to the aneurysm, but the clip popped out from the forceps, aneurysm was ruptured. Doctor and nurses suspect that there may have been a problem with gripping the clip. In this case, aneurysm clip inadvertently detached from the clip forceps, which resulted in intra-operative bleeding from the aneurysm. Unfortunately, to this day, the actual forceps used in this surgical procedure have not been identified, yet. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information/ correction: h3 - investigation completed, h6 - added device component code. Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: all test characteristics comply with the specifications. No deviation can be detected.in addition to this dimensional and functional check, the video of the operating theatre that was available for the complaint was viewed. The video shows that the clip was not correctly inserted into the forceps, but was resting on the edge of the jaw. During the operation, this caused the clip to twist out of the side of the clip-laying pliers used or to jump out of the side. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. No failure was detected. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably usage-related. There is no indication for a material, manufacturing or design related failure. Based upon the investigations results a CAPA is not necessary.